Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the patient faced damage to infusion set line issue noticed after insertion. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin successfully. No further information available.